Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 13-feb-2028, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was impla nted with an implantable neurostimulator (ins). It was reported that patient was implanted with a surgical lead via laminectomy on (B)(6). She did fine for a couple of days, then saturday evening she reported to her doctor that she could not walk, had no feeling in her right leg nor her left foot. An MRI was performed and it was noted that she had some swelling on her spine. She was admitted to the hospital for observation and antibiotics. Md asked me to see her at the hospital and turn stim on to help her during rehab. Hospitalized on steroids from (B)(6) then transferred to rehab. At that time, patient had control of both legs, was able to stand with a walker and was heading to rehab today. The issue is ongoing. The manufacturer representative(rep) indicated they would send any further information as they become aware.